Event description:
A peritoneal dialysis (pd) patient reported during drain 3 that the cycler alarmed for "air detected in cassette". The patient discontinued treatment. During the disconnect, he reported that the blue pin fell out and he placed it back in. When he opened the cycler door he discovered moisture. He was advised to contact his pd nurse. He finished his treatment with manual exchange. The set was discarded. During later f/u with the patient's nurse, it was reported that the patient's effluent remains clear. There were no signs of infection and no prophylactic antibiotics were administered. No adverse event reported at this time.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.